Event description:
The pt reported the surgeon implanted a 12.6 mm micl 12.6 implantable collamer lens in his left eye (os). The pt is now experiencing hazy vision due to the icl prescription is not strong enough. The icl remains implanted. Additional info has been requested but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
Hazy vision.